Event description:
It was reported that during a laparoscopic gastric bypass the device was being used to close the gastrotomy. The staples did not form properly. A new device was opened to complete the case. The staple line was also oversewn on the gastrotomy.